Event description:
The 511sd was used laparoscopic cholecystectomy. The device would not lock into place. The safety shield left engaged. Another device was opened to complete the case. There was no consequence to the pt.